Event description:
The customer reported that she was itching from the sensor tape and ending in the intensive care unit with diabetes ketoacidosis. The customer mentioned that her admission was due a bent cannula. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.